Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
A customer reported that following an intraocular lens implant (iol) procedure, the iol was exchanged for a difference of 1.5 diopters of power with a different model. Additional information has been requested.